Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1926bc-1 biocomposite pushlock batch number: 15310339 was received for investigation. Visual evaluation of the returned device noted that the biocomposite anchor was not returned. It was noted that the tip of the device was slightly bent. Functional testing was not performed due to the missing components and damage to the device. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion. Refer to investigation photos. Complaint allegation is confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a labrum surgery the anchor broke inside the patient. All broken off parts have been retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.